Manufacturer narrative:
Analysis was able to confirm the reported broken case and control knob assembly and missing control knob. Analysis also noted that the hanger assembly was damaged, the keypad was scratched, and the encoder assembly was pushed inside the device. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged front panel and was missing a knob and the plastic supporting the top switch was broken. The epg was returned for service. There was no patient involvement.